Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer reported an issue of leakage with bd infusion set of material 2426-0500. This complaint was captured using information provided by health canada¿s medical devices online databases. No photos or samples were provided and without further information. A device history record review could not be performed because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the complaint cannot be verified and the root cause of this failure remains unknown.

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: fluid leak.